Event description:
Caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up to confirm resolution.